Event description:
In addition to the report 0009613350-2019-00302, we received additional information and is not clear if patient underwent revision surgery (dr holtzman did not revise him).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Products in this complain did not contribute to any event. Therefore complaint will bet set to not-a-complain in our system. Please invalidate this case from your system. Zimmer reference number of this file is (B)(4).

Manufacturer narrative:
Exact device identification is unknown however this report is being filed because zimmer biomet (B)(4) manufactures and distributes similar devices in the USA. The manufacturer received x-rays and they will be reviewed during investigation. Device history record (DHR) review could not be performed as the lot number of the device involved in the event is unknown. This is a split case with zimmer inc., (B)(4). Reference number: (B)(4). The following reports are associated with this event: 0001822565-2019-01862, 0001822565-2019-01861. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Remains implanted.

Event description:
It was reported that the patient will undergo a revision surgery due to pain. Device has been implanted for over 20 years. Attempts have been made and no further information has been provided.